Event description:
A hospital in (B)(6) reported via a distributor that two (2) rt235 breathing circuits did not pass the circuit compliance compensation test. The leaks were observed at the patient wye where the circuit swivels. The circuits only leaked on the facility's new g5 hamilton ventilators. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The lot numbers of the two (2) breathing circuits were reported to be 080822 and 080902. The manufacture date of the circuit with lot number 080902 is 09/02/2008. The two (2) rt235 infant dual-heated evaqua breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.